Event description:
It was reported that water leaked from the catheter during pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. An amber 3 way foley catheter was returned open with original packaging. The catheter was attempted to be inflated with 35 ccs of di water using a luer lock syringe. Water began to spray from the catheter eye. Lumen to lumen leakage is the cause of the issue. The product does not meet specification, as it would fail functional leak testing. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed manufacturing related. The actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter during pretest.